Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas functioned but produced a rattling noise from the pump assembly, consistent with a hardware sound anomaly, after the user confirmed no foreign objects and proper cartridge seating; video evidence was provided and a replacement was arranged with guidance on shutdown and data handling. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included uninterrupted diabetes management planning with continued cgm use and arrangements for device replacement and delayed return. Investigation included review of user-provided video, product history checks, and troubleshooting education regarding inspection of the cartridge compartment and device shutdown. Investigation of this case revealed a suspected internal mechanical looseness or bezel-related hardware fit issue manifesting as rattling, with device functionality otherwise maintained. It was concluded, based on previously established findings for similar reports, that the cause was probable component wear or mechanical tolerance variation unrelated to software or user error.